Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge inspected the device internally and noticed that both patient pumps did not run when activated. They began to turn freely following to a slight push by hand. The pumps were replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The issue was most likely caused by environmental conditions in which the pumps operate. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may led to bearing damage not allowing the pump the rotate freely.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to patient pump malfunction during maintenance. There was no patient involvement.